Event description:
Rn opened catheter kit in preparation for insertion of catheter. Balloon inflated according to procedure. Rn attempted to insert catheter (balloon inflated and deflated properly) #16 french urinary catheter via penis without success, doctor was at the bedside and was also unsuccessful in attempt to insert catheter. Doctor removed catheter from the patient and noticed tip of catheter missing. A new catheter kit was opened and inserted without difficulty. A urology consult and cysto procedure done. No retained foreign object noted and no catheter fragments.